Event description:
During surgery using the mako total knee system, a pin (3.2 mm x 140 mm) was inserted using a hospital-owned handpiece / pin collet to install an array on the femur side.the inner cortical bone was perforated without any problem, but the pin stopped moving when it came into contact with the outer cortical bone. When the surgeon removed the pin collet and manually checked the pin's fixation, he determined that it was sufficient to fix the array and continued the operation. When the pin was removed after the implant was installed, the nurse noticed a break in the tip of the pin, and when confirmed by x-ray after the operation, a metal piece of about 3 mm was found outside the diaphysis. The operation is completed without removal at the discretion of the doctor.

Manufacturer narrative:
Updated b2. Reported event: during surgery using the mako total knee system, a pin (3.2 mm x 140 mm) was inserted using a hospital-owned handpiece / pin collet to install an array on the femur side. The inner cortical bone was perforated without any problem, but the pin stopped moving when it came into contact with the outer cortical bone. When the surgeon removed the pin collet and manually checked the pin's fixation, he determined that it was sufficient to fix the array and continued the operation. When the pin was removed after the implant was installed, the nurse noticed a break in the tip of the pin, and when confirmed by x-ray after the operation, a metal piece of about 3 mm was found outside the diaphysis. The operation is completed without removal at the discretion of the doctor. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the product history records cannot be conducted as the lot number is unknown. Complaint history review: review of the complaint history records cannot be conducted as the lot number is unknown. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During surgery using the mako total knee system, a pin (3.2 mm x 140 mm) was inserted using a hospital-owned handpiece / pin collet to install an array on the femur side. The inner cortical bone was perforated without any problem, but the pin stopped moving when it came into contact with the outer cortical bone. When the surgeon removed the pin collet and manually checked the pin's fixation, he determined that it was sufficient to fix the array and continued the operation. When the pin was removed after the implant was installed, the nurse noticed a break in the tip of the pin, and when confirmed by x-ray after the operation, a metal piece of about 3 mm was found outside the diaphysis. The operation is completed without removal at the discretion of the doctor.